Manufacturer narrative:
Main investigation conclusion: a direct relationship between the device and the reported bleeding, respiratory failure, gastrointestinal (gi) bleeding, and renal dysfunction could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection could not be determined. Furthermore, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review and the patient remains ongoing on ventricular assist device (vad) support; however, the account reported that the patient experienced the low flow alarms in the setting of hypotension. A direct relationship between the device and the reported hypotension could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, respiratory failure, infection, gastrointestinal bleeding, and renal failure are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The IFU and the heartmate ii lvas patient handbook also provide information regarding how to prevent infection. The heartmate ii lvas IFU rev. C is currently available. Bleeding, respiratory failure, infection, gastrointestinal bleeding, and renal failure are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic with recent weight loss of 25 pounds and in the days prior had experienced dizziness, darkened stool, and a fall. The patient was admitted and received 1 unit of red blood cells (rbcs) on (B)(6) 2020 and another unit on (B)(6) 2020 due to low hemoglobin and hematocrit (6.2 and 19). An endoscopy and colonoscopy were conducted with no remarkable results, and no active bleed was noted. The patient began to decompensate after the endoscopy and colonoscopy procedures on (B)(6) 2020, with an oxygen saturation of 75% on room air. A nonrebreather was applied and oxygen saturation increased to 90%. They were given a 500 ml bolus of normal saline. The patient was tachypneic with a respiration rate greater than 30. Hypoxia continued to decline and oxygen saturation dropped to 70%. The patient was intubated and started on a ventilator. The patient was coded due to cardiopulmonary insufficiency. The site reported that the patient's arterial line showed decreasing pressures and was thought to be in the vein. During a procedure to put in a second arterial line, the mean arterial pressure on the right femoral arterial line started going down, and there was a heartmate alarm for no flow. The patient was given 1 epinephrine, 1 calcium, and one sodium bicarbonate, underwent compressions and advanced cardiac life support, and there was return of spontaneous circulation after 5 minutes. The patient began to slowly improve, but late that evening had another incident of blood pressure dropping, and the device alarmed again for no flow. The patient again underwent compressions, and advanced cardiac life support, and there was return of spontaneous circulation. It was decided to place the patient on veno-arterial extracorporeal membrane oxygenation (ECMO) on (B)(6) 2020. After cannulation, the patient required 3 units of packed rbcs, and was subsequently in need of blood products to keep their hemoglobin around 9.0 for ECMO. It was also noted at the start of admission that the patient had worsening cardiorenal syndrome requiring continuous veno-venous hemofiltration (cvvh). It was suspected that the patient had aspiration pneumonia based on chest x-ray results and the patient's leukocytosis. The patient was started on vancomycin empirically. A bronchoalveolar lavage culture from (B)(6) 2020 showed no growth. There were no mucus plugs or food noted on a bronchoscopy from that same day. On (B)(6) 2020, bleeding was noted from the patient's right internal jugular site, mouth, and lungs. Overnight, the heartmate device had continuous pulsatility index events and the patient's bleeding continued. The patient's activated clotting time goal was adjusted on (B)(6) 2020, as well as the pump speed, but oxygen saturation fell to the upper 70s. A bronchoscopy was performed and gross amounts of blood were noted. Another bronchoalveolar lavage culture was taken on (B)(6) 2020 and showed pseudomonas aeruginosa. A blood culture on the same day showed coagulase-negative staphylococcus species. The patient began experiencing hemoptysis (coughing up blood) on (B)(6) 2020 after extubation. The patient reportedly coughed up a golf ball sized clot and was reintubated since they were unable to protect the airway. The patient went to the operating room on (B)(6) 2020 for ECMO decannulation. A diffuse alveolar hemorrhage was noted and decannulation was aborted. On (B)(6) 2020, ECMO decannulation was attempted again, and the patient failed to wean off the ventilator. The patient was tracheotomized on (B)(6) 2020 and decannulated on (B)(6) 2020. On (B)(6) 2020, the patient's temperature rose and pneumonia was confirmed.